Event description:
The pt had a weak head trauma.

Manufacturer narrative:
Correction: incorrect result and conclusion submitted in follow-up report 1. Correct codes shown above.

Event description:
The patient had a slight head trauma. The patient hear sounds but without discrimination.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress, due to the reported accident appears very likely. To determine an exact root cause, a device investigation at the explanted device is necessary.

Event description:
The patient had a slight head trauma. The patient hear sounds but without discrimination.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by the observed external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had a weak head trauma in (B)(6) 2015. The patient heard sounds but without discrimination. The patient has been re-implanted on (B)(6) 2017.